Event description:
It was reported that 9 electrode channels have increased impedances. No accident or blow to the head were reported. Re-implantation is recommended by the surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.